Manufacturer narrative:
The hyperthermia pump involved in the incident was returned to belmont for investigation and was tested according to our standard operating procedures. We were unable to duplicate the report that the unit exhibited a "pump fault" alarm; the system performed according to our specifications upon receipt. When the hyperthermia pump recognizes a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of a "pump fault" alarm, the hyperthermia pump displays the following message: "check pump for blockage. Press retry to continue. Service machine if error persists." The operator's manual also provides possible conditions and recommended operator actions. Without the ability to confirm the complaint, it is difficult to establish a root cause of the reported "pump fault" alarm in this case. A review of past complaints indicates that this was an isolated incident. The manufacturing and service records for this serial number were reviewed and no related anomalies were identified. Another hyperthermia pump was used to proceed with the case; there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be provided.

Event description:
During a hyperthermia case, the hyperthermia pump exhibited a "pump fault" alarm at start-up.